Manufacturer narrative:
(B)(4). Release button. The ec60 device was returned with no visual non-conformances and with a reload loaded on the device. The reload was received partially fired. The device was tested for functionality with the returned reload and it fired, cut and formed all the staples as intended. The device opened and closed without any difficulties. However, the firing trigger did not return to its home position after each stroke. The device was disassembled to verify the condition of the internal components and the left side release button post was noted to be broken, these is consistent with partially engaging the anvil release, button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although, the release button is not part of the firing mechanism, when it breaks, it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.

Event description:
It was reported that during an unknown procedure, in the very first firing itself, the firing trigger got free and the firing sequence did not complete. Unknown how case was completed. There were no adverse consequences for the patient.